Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and some atrial events were falling into the implantable pulse generator (ipg) blanking period. The ra lead and the ipg remain in use. No patient complications have been reported as a result of this event.